Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (escherichia coli) was misidentified as a proteus spp. No health impact or consequence reported. Report 4 of 4.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (escherichia coli) was misidentified as a proteus spp. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: it was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (escherichia coli) was misidentified as a proteus spp. No health impact or consequence reported. Report 2 of 2. D1. Medical device brand name: bd phoenix¿ nmic/ID-307 d4. Medical device catalog #: 449289. D4. Medical device lot #: unknown. D4. Unique identifier (UDI) # (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H4. Device manufacture date: unknown. H5. Labeled for single use?: yes.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports but provided a photo of the results for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (escherichia coli) was misidentified as a proteus spp. No health impact or consequence reported. Report 2 of 2.